Event description:
It was reported that the patient presented with a st elevated myocardial infarction and the procedure was to treat a lesion in the proximal left anterior descending coronary artery with heavy calcification. A 3.5x20 mm rx trek dilatation catheter was advanced and inflated for successful pre-dilatation of the lesion. The balloon was fully deflated without any issue; however, during withdrawal of the dilatation catheter resistance was felt with the patient anatomy. When the 3.5x20 mm rx trek dilatation catheter was withdrawn from the patient anatomy, it was noted that the distal portion of the shaft with the balloon had separated. An unknown balance middleweight (bmw) guide wire and guiding catheter were withdrawn from the patient anatomy and the separated distal portion of the shaft was inside of the guiding catheter. The bmw guide wire and guiding catheter were re-advanced, a 3.0x15 mm rx trek was successfully used without issue for additional dilatation. A stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.